Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2012, the patient presented unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion # 1 was an ostial lesion located in the left internal mammary artery (lima) to proximal left anterior descending (lad) artery with 90% stenosis and was 6 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre dilatation and placement of a 2.50 x 8 mm promus element plus stent. Residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient presented unstable angina and was referred for cardiac catheterization. The patient was hospitalized on the same day. The 99% restenosis of the previously placed study stent located in the lima to proximal lad was treated with balloon angioplasty and placement of 2.5 x 12 mm non-bsc stent with 0% residual stenosis. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.